Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiovascular event and subsequently expired, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
Further information has been requested and will be submitted upon receipt accordingly.